Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of angina is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the patient has a history of unstable angina. On (B)(6) 2022, the 2.25x38mm xience skypoint stent was implanted. On (B)(6) 2022, the patient was re-hospitalized due to chest pain. No treatment was performed and the patient was discharged on (B)(6) 2022. No additional information was provided.